Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The handle was replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800's orbital lock was missing the handle so the lock could not be engaged creating a hazard. There was no adverse pt involvement reported. There was no pt info reported.